Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. In addition the battery gauge was intermittently observed to be fluctuating. The customer's blood glucose level was 220 mg/dl at the time of the reported event. Reportedly, the customer resolved the issue by a complete supply change. Multiple attempts were made to follow up with the customer. However, the customer did not provide any additional information.